Manufacturer narrative:
This patient left the hospital and no further info on their whereabouts was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right ventricular channel (rv) which led to the delivery of multiple inappropriate shocks. Noise was able to be reproduced with arm movements. The field suspected the non-boston scientific rv lead may have been fractured but this was not properly identified. At this time the ICD was reprogrammed and remains in service. No adverse patient effects were reported.